Event description:
Per the surgeon, the pt was implanted with a primary and sleeper fixture. The pt used the baha system for approx five years, then in 2007, the pt reported the baha device "sounded/felt funny" and would not use it. A CT scan done in 2008 showed the sleeper fixture "appeared to be more deeply sat, intra-cranially" than it had been following surgery. The pt's sleeper fixture was explanted four months later, drilling out the area necessary to remove the fixture and cover screw. A "split calvarian" was used to cover/patch the boney area. Shortly after, the pt was re-fit with the sound processor on his primary device. The pt reported everything sounded "great" once again. The explanted fixture was discarded.

Manufacturer narrative:
This is a final report filed, sept 23, 2008.